Event description:
It was reported that during a lap myomectomy, the blade was broken off inside the patient on the second device. The broken piece was retrieved from the patient with a forceps via trocar after x-ray was taken. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded by the hospital. No device will be returning.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.